Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited 2500 ohms impedance and there was no stimulation. The only configuration, the device sensed an r wave was ring to can.